Manufacturer narrative:
Concomitant medical products: 693565 lead implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission found the right ventricular (rv) lead to have an instance of t-wave oversensing (twos), and the right atrial (ra) lead had intermittent undersensing. The leads remain in use. No patient complications have been reported as a result of this event.